Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving dilaudid, concentration not reported, at 0.75mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient stated they lost 10lbs and now weighed (B)(6). The patient needed to have a feeding tube put in because of the pump. The patient reported that they got migraines after the pump was placed and had to take medication which led to pancreatitis and ended up in the hospital all weekend. The patient stated they changed her medication and they got an ulcer in their stomach. The patient couldn't eat, was throwing up and in bed 98% of the time. This was a sudden change in therapy/symptoms. The patient's physician was aware and just tells the patient that it should get better. The patient had screws and plates put in and "had never had this problem". The patient stated that the pump was doing worse than good. Medication was put in the pump for the first time 2 weeks ago. Clarifications for the complications the patient experienced, troubleshooting, diagnostics, the cause of the complications, interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer apply.

Event description:
Additional information was received from a healthcare provider. It was reported that there was no device issue, patient/therapy issue, or procedure issue related to the ulcer, inability to eat, throwing up, and being in bed almost all of the time; the patient had pancreatitis. Labs and a CT had been performed as diagnostics for those adverse events and the patient had been placed on intravenous fluids and was hospitalized. In addition, the patient was better in regards to those adverse events.